Manufacturer narrative:
Received for investigation: 183 unopened original packages containing product-910/400/380, lot #: 2877406 and two used and decontaminated, "edward's transducers" (as described and provided by customer) which had luer tips broken off within the female luer-lock fittings of the stopcocks. The syringe bodies were not returned. A visual inspection of the 183 returned samples revealed that 20 samples had deformities on the luer tapers. As functional testing for the returned samples the syringes were assembled to and then unassembled from the female luer-lock fitting of the two stopcocks provided by the customer (after removing the broken luer from the stopcocks). The returned samples which passed the visual inspection (163 samples) also passed the functional test without issue. However, 2 of the 20 samples which had failed the visual due to deformities of the luers failed the function test as well. The luers of these two samples broke off inside the female luer-lock fitting of the stopcocks. The investigation, performed by the barrel component supplier, could not confirm the deformities on the barrel were caused during molding process. Additional investigation of smiths manufacturing process confirmed that the syringe assembly machine is capable of creating deformities, observed on the returned product. To ensure the product quality the machine is routinely adjusted during the production by a technician. Machine maintenance log review for the period of product assembly revealed records relevant to cap station, resulted in missing caps, cap installation and alignment problems. The barrels, not successfully capped by the machine, may be visually inspected, manually capped and the caps snapped tight on the barrel luer by using an additional fixture. The deformed luers could potentially not be noticed at the time by the operator during cap installation. The reported complaint was confirmed.

Event description:
It was reported that during use of portex® arterial blood sampling kit, the tip of the syringe broke off inside luer slip of 3 way stopcock. This is believed to have occurred on a patient in ICU, and it is believed that transducer [external line] had to be exchanged.